Event description:
Information received from the field notes that after the patient was seen for phantom programming of the pulse generator, the physician elected to reposition the lead based on the high thresholds. During repositioning, the patient lost blood pressure and expired.